Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 146 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetes ketoacidosis. The blood glucose readings have been high for the last month. Hospital treated with insulin drip and fluids for dehydration. Nothing further reported.